Manufacturer narrative:
Continuation of medical devices: 5072-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) and that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to short v-v intervals and high rate non-sustained episodes. Reprogramming was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.